Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 lead, implanted (B)(6) 2015. Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The battery voltage on (B)(6) 2016 was 2.973. <(><<)>end>. (B)(4).

Event description:
It was reported that the longevity predictions for the device have been varying for the past seven months. It was determined after memory analysis that there has been a variation in how the left ventricular has been programmed affecting the longevity estimates. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.